Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device returned for a software update where during the initial power up by factory service, a popping noise was heard. The investigation identified the cause of the noise to the capacitor bank. Analysis for the root cause of the failure cannot be accomplished due to the safety risk to personnel. To resolve the issue, the capacitor bank was replaced. Upon completion of the repairs, the device performs to specifications.

Event description:
The device returned for a software upgrade when factory service heard a popping noise during the initial power up.